Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced absence of no delivery. Customer reported to have noticed that insulin pump received a no delivery alarm and cannula was bent, but did not receive the alarm. Customer's blood glucose was 290 mg/dl. High pressure test was completed and products would be replaced.